Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Foreign distributor perform a reset and the reset was unsuccessful for reported issue. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. The external visual shows minor scratches on the screen. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.